Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead was explanted after three implantation attempts. First, the lead dislodged the day after the initial implant. They repositioned it two days later and the lead fell out again. Should additional information become available, it will be added to this file.